Event description:
The facility contacted baxter us to report one (1) unknown IV set, in which leaking occurred approximately 18 inches below the drip chamber while nurse was priming with invanz and unspecified saline on (B)(6) 2011. Reporter stated that no exposure to the patient is reported. Reporter stated that the nurse changed the tubing and the drug was administered to the patient without further incident. Reporter stated, no patient injury or adverse event is reported. No sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The set is unknown and the sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Since the product code and lot number are unknown, a 510k number cannot be provided. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.